Event description:
Customer reported hospitalization for high bgs. Bgs were treated with a bolus, but bgs were not coming down. The customer did not change the site or treat with manual injections. It was stated that the customer was traveling and was not sure if the insulin was denatured or if the device was functioning properly. Troubleshooting was performed. Pump passed tests.